Event description:
Customer reported that there was no fluid exiting the tubing when priming. Customer stated that their blood glucose readings were 400 mg/dl in the past and the customer begun treating with manual injections. Customer was able to get everything to work until a few days ago when they received a no delivery alarm. Customer stated that insulin was not going through the tubing. Customer also noticed a bent cannula. Troubleshooting was declined. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.